Manufacturer narrative:
The unit was returned with a "system error" complaint, which was confirmed through data log analysis. Inspection revealed that the feed waste manifold valves were stuck due to debris accumulation, and the feed port was blocked by a dust-filled muffler, significantly restricting airflow.

Event description:
The patient's daughter reported that there was a system error message, the unit turned off and would not stay powered on. The patient had trouble breathing and they went to the hospital because she needed oxygen. The patient uses supplemental oxygen as needed with activity on setting 1 for copd. She was in the hospital for three days, treated with supplemental oxygen, medications and is home without complications.